Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2013 with the following findings: review of the black box and download history revealed power on resets recorded in the black box. The battery cap that was returned with the pump for investigation had stripped threads and was not able to be properly attached to the pump and could not maintain an electrical connection. The returned cap was measured and was found to be within specifications. On examination, there was visible corrosion in the battery compartment; no cracks were observed in the battery compartment. A test battery cap was used to complete testing. The pump was exercised for 24 hours with the test battery cap in place without alarms or power interruption. Leak testing was performed with no resultant leaking. The pump cover was removed for investigation and did not reveal any evidence of moisture or damage to the pump's interior components.

Event description:
On (B)(6) 2013, the patient contacted animas alleging that she awoke this morning to find the pump without power and her fasting blood glucose (bg) was 189mg/dl with mild thirst. The patient stated that she changed the battery prior to contacting animas and then the pump powered on, but the battery cap would not seat properly and the yellow o-ring was visible. The patient noted signs of moisture damage inside the battery compartment. The patient denied cracks in the pump casing but noted that the battery cap threads are stripped. The reported bg excursion does not meet criteria for an adverse event. This complaint is being reported due to the alleged power issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.